Manufacturer narrative:
Patient identifier: sids (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect sars-cov-2 igm result for 3 patients. The following data was provided (reference range: architect sars-cov-2 igm >/= 1.00 index (s/c) is positive, architect sars-cov-2 igg >/= 1.40 index (s/c) is positive, maglumi 2000 snibe: >1 is positive): a (B)(6) year old male patient with symptoms of sinusitis and no pcr testing performed: on (B)(6) 2021, sid (B)(6), initial result = 42.82 index (s/c), repeats = 44.86 index (s/c) and 45.18 index (s/c), repeat on another architect = 44.09 index (s/c), architect sars-cov-2 igg = 6.91 index (s/c), maglumi 2000 snibe: 2019-ncov igm = 0.522 au/ml (negative), abbott panbio covid 19 igg/igm: igm = negative, igg = positive. A (B)(6) year old male patient: sid (B)(6), initial result = 12.82 index (s/c), architect sars-cov-2 igg = 1.716 index (s/c), maglumi 2000 snibe: 2019-ncov igm = 0.879 au/ml, 2019-ncov igg = 8.547 au/ml, abbott panbio covid 19 igg/igm: igm = negative, igg = positive. A (B)(6) year old female patient: sid (B)(6), initial result = 2.39 index (s/c), architect sars-cov-2 igg = 1.76 index (s/c), maglumi 2000 snibe: 2019-ncov igm = 1.781 au/ml, 2019-ncov igg = 1.409 au/ml, abbott panbio covid 19 igg/igm: igm = negative, igg = positive. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 23525fn00 did not show any potential non-conformances, or deviations. In-house clinical specificity testing for reagent lot 23525fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The customer reported positive results for three patient samples when testing was performed with architect sars-cov-2 igm, lot 23525fn00. All samples were positive for sars-cov-2 igg. The three samples were igm negative and igg positive on the abbott panbio covid 19 igg/igm rapid test and two of the samples were negative but elevated for igm using the maglumi assay. One sample was also positive for igm on the maglumi assay. A direct comparison should not be made between the architect assay and the rapid test assay as the two methods utilize different test principles. In addition, the panbio test detects antibodies directed against the nucleocapsid protein of the virus, whereas the architect sars-cov-2 igm assay is based on spike protein. The panbio instructions for use specifies that negative results will not preclude sars-cov-2 infection and they cannot be used as the sole basis for treatment or other management decision. The maglumi 2019-ncov lgg/lgm assay is a joint detection of 2019-ncov igg and igm. Per the maglumi 2019-ncov lgg/lgm clia assays information sheet, clinical sensitivity was determined in china by testing confirmed novel coronavirus infected specimens and the clinical specificity was determined in china by testing non-novel coronavirus infected specimens (including normal samples and interference samples). Per study 2 referenced under clinical verification, the clinical specificity of 2019-ncov igm (clia)+2019-ncov igg (clia) is 96.0%. The clinical sensitivity of 2019-ncov igm (clia)+2019-ncov igg (clia) is 95.6%. Two of the samples were negative but elevated for igm on the maglumi assay and the third sample was positive with the maglumi assay. The difference in results between the architect assay and the maglumi assay is potentially due to the architect assay being more sensitive. The three samples were positive for igg indicating the samples are positive for antibody. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Per igm product labeling, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the limitation of the procedure section of the architect sars-cov-2 igm package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 23525fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.